Event description:
Pt had cardiac bypass surgery & replacement of mitral valve after surgery completed, intra-op tee done. Showed severe mitral valve regurgitation & one leaflet not moving well. Surgeon had to reopen heart, remove valve & insert new one. After removed from bypass 2nd time pt developed complications and expired in the or. After prosthetic valve removed surgeion was able to visualize that one of the leaflets was shorter than others.